Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has issues with the sensor of their insulin pump. The patient's blood glucose was at 47 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The issue may be caused by a bent or damaged sensor. The customer was advised to send the used sensors back for analysis. The customer was sent a new sensor. No further information was provided.